Event description:
It was reported that the patient was having an ongoing retention, dysuria and infection from rezum procedure and requesting peer to peer consultation. The patient was under a continuous care. Additional intervention was required. It was determined that these events were not related to the device. There was no further patient complications provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was having an ongoing retention, dysuria and infection from rezum procedure and requesting peer to peer consultation. The patient was under a continuous care. Additional intervention was required. It was determined that these events were not related to the device. There was no further patient complications provided.